Event description:
It was reported that high capture threshold and a decrease in pacing impedance were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.internal insulation abrasion was noted at 7.4-8.2cm and 8.2-10.0cm from the electrode tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 4.8-5.3cm from the connector pin, consistent with lead friction to the ICD can. The sensing coil was exposed at this location. This is consistent with the observations from the field of low pacing lead impedance and high capture thresholds.